Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on (B)(6) 2018 for seal between distal body and distal cap. The device failed the inspection criteria. The duodenoscope was returned to pentax service facility on (B)(6) 2018 where the inspector found the following failures: insertion tube severe crush at stage 1. Distal cap - fixed type failed seal integrity inspection. Soaking cap cut. Air/ water socket cylinder o-ring chipped. Bending rubber severe discoloration. Passed dry leak test. Middle lcb distal cover glass glue is missing. Passed wet leak test. Customer complaint confirmed. Soaking cap leaking. Umbilical cable bump under pve root brace. Operation channel- primary mild resistance. Bending rubber glue excessive at flex tube side. Segment steel braid cut. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on (B)(6) 2018. Parts replaced: deflector body link. O-ring(0.5x1.3). Distal case/cap. Biopsy inlet t-piece pb-free. Air/water tube. Deflector body. Deflector body link. Deflector operating wire. Operation channel. Bending rubber. Distal case/cap. Staycoil collar. Segment staycoil assy imp-c/pb-free. Insertion flexible tube. Deflector lever attaching nut. Deflector lever.